Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('irregular vaginal bleeding') in a 32-year-old female patient who had essure (batch no. A63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), migraine ("migrane/headache") and urinary tract infection ("infection(uti)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure ablation, dilation and curettage, hysteroscopy on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, dysmenorrhoea, migraine and urinary tract infection outcome was unknown. The reporter considered dysmenorrhoea, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('irregular vaginal bleeding') in a (B)(6) female patient who had essure (batch no. A63346) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraine/headache") and urinary tract infection ("infection(uti)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure ablation, dilation and curettage, hysteroscopy on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, pelvic pain, dysmenorrhoea, migraine and urinary tract infection outcome was unknown. The reporter considered dysmenorrhoea, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case updated to serious incident. Event vaginal bleeding and surgery novasure ablation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.